Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach outer insulation degradation exposing the outer coil adjacent to the connector boot. Other damages found are procedural damage. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.